Manufacturer narrative:
The device was received at boston scientific's return product department and is currently undergoing laboratory testing to determine root cause.

Event description:
It was reported that this patient was presented to the electrophysiology (ep) laboratory. After the right ventricular (rv) lead was positioned, the terminal pin of the lead was connected to the device. The physician was unable to obtain pacing. Utilizing wireless telemetry, a 3000 ohms impedance was recorded. Despite removal of the rv terminal pin, followed by re-insertion and re-connection, pacing could still not be obtained. Pacing was finally obtained following the third re-connection. The physician elected to replace the device with another of the same model. Despite connection to the replacement device, pacing could still not be obtained. Following re-insertion, unipolar pacing and confirmation by the physician that the terminal pin was properly inserted, pacing was verified. Pacing lead impedance and pacing thresholds were within normal range. The physician suspected that the initial pacing failures were the result of improper lead insertion into the device header port. The physician requested laboratory testing on the device. The replacement device and rv pacing lead remains in-service.

Manufacturer narrative:
The device was received at boston scientific's return product department and is currently undergoing laboratory testing to determine root cause. The device was received and detailed laboratory testing was performed by the boston scientific quality assurance laboratory. External visual inspection noted a tool mark on top of the device header. The seal plug was intact and the setscrew operated normally. The battery status was at beginning-of-life (bol) associated with a battery voltage of 2.959 volts. There was no reasonable evidence of a high current drain. A review of device memory showed that it was taken out of storage mode on november 1, 2019. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was presented to the electrophysiology (ep) laboratory. After the right ventricular (rv) lead was positioned, the terminal pin of the lead was connected to the device. The physician was unable to obtain pacing. Utilizing wireless telemetry, a 3000 ohms impedance was recorded. Despite removal of the rv terminal pin, followed by re-insertion and re-connection, pacing could still not be obtained. Pacing was finally obtained following the third re-connection. The physician elected to replace the device with another of the same model. Despite connection to the replacement device, pacing could still not be obtained. Following re-insertion, unipolar pacing and confirmation by the physician that the terminal pin was properly inserted, pacing was verified. Pacing lead impedance and pacing thresholds were within normal range. The physician suspected that the initial pacing failures were the result of improper lead insertion into the device header port. The physician requested laboratory testing on the device. The replacement device and rv pacing lead remains in-service.